Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syr 10ml ll w/ndl 18x1-1/2 blunt fill caused a serious injury in the form of a change in the course of treatment which was determined necessary prior to use. The following information was provided by the initial reporter: in preparation for performing spinal anesthesia in the patient it was found that the needle was without the stylet, and it is not possible to use the material, we need to interrupt the procedure to find another material, delaying the beginning of surgery.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syr 10ml ll w/ndl 18x1-1/2 blunt fill caused a serious injury in the form of a change in the course of treatment which was determined necessary prior to use. The following information was provided by the initial reporter: in preparation for performing spinal anesthesia in the patient it was found that the needle was without the stylet, and it is not possible to use the material, we need to interrupt the procedure to find another material, delaying the beginning of surgery.